Manufacturer narrative:
Results and conclusion summation - myocardial infarction (mi) and angina, as noted in the IFU, are known adverse events associated with stenting and are not necessarily an indication of a product quality issue. Hospitalization and elevated cardiac enzymes are listed in the product risk assesment as no-fault post-procedure complications. Elevated cardiac enzymes can occur as a result of many factors, including from a normal pci procedure, likely as a result of the balloon inflation restricting blood flow in the vessel. There was no reported device malfunction and no indications of a quality issue. A conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: myocardial infarction post-procedure. Device issue: no device malfunction has been reported. It was reported via a trial that deployment of the 3.0 x 28 mm rx xience v stent in the distal portion of the saphenous vein graft (svg) resulted in an occlusion and associated hypotension and angina, which required hospitalization. After treating the patient with medication and performing additional post-dilatation, the reported patient effects resolved. However, the patient was found to have positive cardiac enzymes and angina post-procedure and the next day, the patient experienced a myocardial infarction, which required hospitalization. No additional event or patient information is available.